Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right jugular vein was punctured with the seldinger needle. During this procedure a leak was detected. The user has performed the puncture carefully and according to the instructions. After the puncture, cracks and a broken part were visible in the needle hub. A new set was opened , and the puncture was repeated without any further problems.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the right jugular vein was punctured with the seldinger needle. During this procedure a leak was detected. The user has performed the puncture carefully and according to the instructions. After the puncture, cracks and a broken part were visible in the needle hub. A new set was opened , and the puncture was repeated without any further problems.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle and the product lidstock for evaluation. No other components were returned. Visual inspection revealed the needle hub contained several cracks and a portion of the hub was missing. Microscopic examination confirmed the cracks and stress marks in the needle hub body. The returned introducer needle could not be leak tested as the needle could not be securely attached to a syringe due to the damaged hub. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained cracking and a portion of the hub had separated. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
It was reported that the right jugular vein was punctured with the seldinger needle. During this procedure a leak was detected. The user has performed the puncture carefully and according to the instructions. After the puncture, cracks and a broken part were visible in the needle hub. A new set was opened , and the puncture was repeated without any further problems.